Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: unknown/not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a female patient was experiencing halos. Halos were too bothersome after the implantation of the zxr00 +21.0 diopter iol (intraocular lens) for more than a (1) month in the patient's right eye (od). As a result, the iol had to be explanted. It was noted also that there was incision enlargement from 2.4 to 2.75 millimeters. However, there were no sutures and there was no vitrectomy performed. After one (1) day post-op replacement, patient outcome was not great because there was some corneal edema and there was a slight elevated intraocular pressure. A non-johnson and johnson lens (+21.0 diopter) was implanted as a replacement. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes returned to manufacturer on: 1/10/2019 device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was received at manufacturing site. The product was received in a lens holder. Visual inspection with the showed that the product was cut in pieces, most probably to make the explant possible. Considering the condition of the lens, additional analysis was not possible. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.